Event description:
It was reported to philips that the system's control panel failed, which can impact geometry. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary procedure was performed when the issue happened. The patients scheduled on other system in hospital. A philips field service engineer (fse) visited the system onsite and confirmed the reported problem. Upon troubleshooting, it was observed that the system¿s control module failed to release the table brakes. To resolve the problem, fse replaced control module. After control module was replaced, the system was restored to normal working order. The codes were updated based on the investigation outcome.